Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective therapy from her scs system. An sjm representative met with the patient and system diagnostics revealed high lead impedances on multiple contacts. Effective stimulation therapy could not be achieved through reprogramming. Surgical intervention is planned for a later date to address the issue. The patient is also experiencing a burning sensation at the ipg site (reference MFR report #1627487-2015-06092). Both issues will be addressed during the surgical intervention that is planned for a later date.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced (reference MFR report #1627487-2015-06092). Lead impedances were checked intra-operative with the patient's new ipg and were determined to have improved. As a result, no further intervention was taken to address the issue. Programming was reportedly successful in providing the patient with effective stimulation postoperative.